Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced slower rewind times with the motor making louder grinding noises, the battery charge was not lasting the full 7 days, delayed sensor recognition, and received lost sensor errors. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7040a, mmt-1880l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. No product return is required for mmt-1880l.

Manufacturer narrative:
Unit passed the self-test, active current test, sleep current test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected battery alarms or alerts noted during testing. No unexpected insulin flow blocked alarms noted during testing. Unit was successfully downloaded using thump for history files and traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 16.0 received the lowbatteryalert (104) on 03/15/2025 10:39:00 after more than 7 days at 19.09 days. Battery cycle 13.0 received the lowbatteryalert (104) on 06/06/2024 15:23:00 after more than 7 days at 7.98 days. Battery cycle 12.0 received the lowbatteryalert (104) on 05/29/2024 14:45:00 after more than 7 days at 18.2 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of 30-may-2025 or two days prior. Pump communicated and calibrated properly with test guardian link transmitter [3]. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter [3] and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. P-cap was attached and locked into place properly. Pump was cut open to perform visual inspection and found dried insulin on motor slide. The following were noted during visual inspection: scratched case and cracked keypad overlay. No communication pump to transmitter, motor anomaly, unexpected battery power loss and charge/battery lasts less than expected were not confirmed. Exposed to moisture confirmed on motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.